Manufacturer narrative:
E.1 Initial Reporter Facility Name - (b)(6). A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 11-AUG-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The report condition of MPAR AIR - aux half height drawer 3.1 pockets failed like 958 times was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection process. According to Work Order #(b)(4), the FSE reseated all cables and found that a couple of spots on the drawer cable were cut while inspecting the rear cables. The FSE replaced the damaged flat pyxibus cable with a new one. The customer tested the system afterward and confirmed that there were no issues.During DCHU Visual Inspection:PN 121085-01: The ASSY CBL PYXIBUS 7 DRAWER was received with exposed copper strands and black marks. During DCHU Testing:PN 121085-01: No further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the reported issue was identified as a faulty ASSY CBL PYXIBUS 7 DRAWER due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the stations functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the half height drawer 3.1 pockets failed.As per part investigation, it was determined that faulty ASSY CBL PYXIBUS 7 DRAWER due to the exposed copper strands with signs of thermal damage.There were no adverse events or injuries reported based on this event.